Manufacturer narrative:
Product complaint # (B)(4). That was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. Visual observation confirms the distal tip of the anchor is broken. Visual inspection under magnification reveals that the threads were not worn. It was reported that the anchor broke while the surgeon was trying to insert the anchor. It is possible that the anchor broke while the surgeon was ziplining the anchor into the bone hole. When excessive tension is applied to the suture while ziplining the anchor it has the potential to cause the distal tip breakage, therefore is a potential root cause for the reported failure. A non-conformance search was performed for this part,lot combination and no non-conformances were identified. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the sales rep via phone that during a hip procedure the peak anchor broke while they were trying to implant it. All the pieces were retrieved from the patient and another anchor, same product code and lot number, was used to complete the case. The sales rep reported no patient harm or time delay to the case.